Event description:
Procedure: laparoscopy. According to the reporter: the surgeon placed a number 11 trocar into the abdomen and part of the tip broke into the pt's fascia. The surgeon converted the surgery to laparotomy because there was so much scar tissue and adhesions that he was unable to get the ovary safely. The surgeon located both of the pieces of the trocar that were broken from the trocar.

Manufacturer narrative:
(B)(4).